Manufacturer narrative:
The investigation of pump did not start has been completed. No product was returned. Data log review showed successful priming and just after ps becomes visible, the pump is turned up to p-9 but immediately has a motor current spike and pump stop with motor current high alarm. There was no change in motor speed at this time. The pump was removed and replaced with another cp. The root cause of the pump not starting was not determined since product was not returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the decision for impella cp was made after a patient was taken to the cath lab for right heart catheterization. It was noted that the insertion was difficult due to tortuous right common femoral artery, requiring multiple impella sheaths, however it was inserted with difficulty. The wire was removed and the device attempted to start, however would not start. A new cp was inserted and worked well. There was no patient harm.